Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to infected shoulder and loosening of the stem at the bone to cement interface. Unknown cement was used. Doi: unknown. Dor: (B)(6) 2021; right knee.